Event description:
It was reported that a piece of wire broke when the surgeon pulled it out. Per the caller, the surgeon cut it off as close as possible, but did not want to compromise the repair by searching further for the fragment (approximately 2 inches). The patient and family were informed of the fragment. Patient reported pain and on (B)(6) 2015, the surgeon did a second procedure under anesthietia, a small incision to remove the wire. Patient did not have any infections or reactions.

Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Lot number was not provided so device history record review cannot be performed. The returned piece met all material specifications as received. The evaluation revealed the nitinol fragment returned was broken at one end, cut by another device at the other end and bent. Typically this type of event is caused by the use of excessive force due to a tight graft during implant insertion, causing misalignment and stress on the guidewire. Since the lot number was not provided, device history could not be reviewed. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.